Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refu1218 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (refu1218) have been reported from the same facility in (B)(6).

Event description:
It was reported that the tips of two guidewire in seldinger kits was found bent upon opening of the package. It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported that the tips of two guidewire in seldinger kits was found bent upon opening of the package. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling.¿ based on a review of this information, the following was concluded: the complaint of a bent guidewire is confirmed but the exact cause remains unknown. One photo sample of a guidewire and 4 fr groshong nxt connector was provided for evaluation. The photo shows an unassembled two-piece connector with drops of fluid on the drape. One end of a guidewire was visible on the drape. A bend is observed to be present in the visible end of the guidewire. The characteristics of the deformation could not be clearly inspected from the image provided. Based on the photo sample provided, possible contributing factors include advancement against resistance and damage during handling. Since a bend in the wire was observed, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.